Event description:
It was reported by the rep that the device was used during a laparoscopic cholecystectomy. It was reported the er320 clip came off cystic duct the post-operatively as detected by endoscopic retrograde-pancreatography. 01/06/1999 the dr is placing er320 clips to secure taut metal cholangiogram catheter. He is wondering if this could be damaging the jaws of the applier and making it not function properly. The pt had an endoscopic retrograde cholangio-pancreatography and spent 20 extra days at the hosp.